Event description:
It was reported that during placement of an endovascular stent graft at venous anastomosis in the basilic vein, the distal tip of the delivery system detached during removal and remained medially in the stent. A hockey stick catheter over the wire was used to push the tip to the outflow end of the stent. A second stent graft was deployed in an overlapping fashion to secure the tip between the two stents. There was no patient injury reported.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw material, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and for this issue. The device was not returned for evaluation. Images were provided. The investigation is inconclusive, as the sample was not returned for evaluation and the images provided do not clearly show a detached distal tip. Based on the images provided, a metallic foreign body can be confirmed to be located between the two overlapping vascular stents; however, the identity of the foreign body cannot be determined. Per the reported complaint details, the lesion had significant stenosis and calcification, therefore it is possible that patient factors contributed to the event. However, the definitive root cause could not be determined based upon available information.